Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty surgery on l2-l3 due to osteoporosis fracture. During surgery, at the pressure of about 250 psi, the balloon burst. No patient complications were reported as the result of the event. There was a delay in the overall procedure time.

Manufacturer narrative:
Product analysis result: visual optical there is a cut in the balloon located on the proximal side of the peak circumference of the balloon. The cut runs perpendicular to the shaft of the ibt. This type of cut is usually caused by bones splinters. The fact that all three balloons have been cut int the same way and in approximately the same location points to sharp bone. If information is provided in the future, a supplemental report will be issued.